Event description:
A scratch was found on the optic while the lens was in the delivery device.

Manufacturer narrative:
Results - the lens was returneed in open pouch; a small scratch was found on the optic. The cause of the malfunction cannot be determined.